Event description:
It was reported the patient received the following results within 15 minutes: 12:00 am- 1.2 mmol/l (accu-chek guidelink system), 12:05 am-11 mmol/l (accu-chek guide system). The blood glucose results were obtained using the same vial of test strips.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.